Manufacturer narrative:
The reported condition of failure code 801:06 was confirmed through the event history on channel a. The assignable cause could not be determined; however the channel a pumphead module was replaced as a precaution. Should additional information become available a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 801:06. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device utilizes user interface module master software version 5.06.00 categorized as unremediated.